Manufacturer narrative:
This MDR is a duplicate of 0001526350-2023-01153. The initial report was created in error and should be voided.

Event description:
This MDR is a duplicate of 0001526350-2023-01153. The initial report was created in error and should be voided.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. Multiple MDR reports were filed for this event, please see associated reports: 0001526350-2023-01173-1.

Event description:
It was reported that during surgery the taken graft was damaged with a gap left in the graft and an additional unplanned graft was taken. This resulted in a larger donor site wound on the patient's thigh. There was no delay noted. Due diligence is in process and there is no additional information available at this time.

Event description:
It was reported that on august 25, 2023, the dermatome was reported to be creating variable thickness grafts. There was no note of patient harm or delay. Due diligence is in process and there is no additional information available at the moment.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. Multiple MDR reports were filed for this event, please see associated reports: 0001526350-2023-01173. E1 telephone number: (B)(6). G2 country: united kingdom.